Event description:
It was reported that this patient with this pacemaker exhibited noise and oversensing with four seconds of pacing inhibition on the right ventricular (rv) channel. Noise and oversensing on the atrial channel led to inappropriate storage of atrial tachy response (atr) episodes. Upon review of the inappropriately stored episodes, the patient reported being around remote control airplanes and getting ready for bed. Isometrics and troubleshooting measures were performed and able to replicate the reported clinical observations. Subsequently, the device was reprogrammed. The device system remains in service at this time. No adverse patient effects were reported.